Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration is above the specifications. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box review shows loss of prime due low non-zero force warnings on the reported event¿s period. The pump powers on and displays verify screen. Force sensor calibration is above the specifications. The pump passed ez-prime steps and it was exercised for 24 hours, no ¿loss of prime¿ occurred during the duration test. The pump¿s cover was removed, no intermittent condition was found to the force sensor circuit. Force sensor resistance is within specifications.